Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates. Reportedly, the cartridges were being loaded with 300 units. Subsequently, during one occurrence, the customer observed a fill estimate of 100 units prior to going to bed, and in the middle of the night, observed that the insulin gauge displayed 0 units. The customer experienced a blood glucose (bg) level of over 500 mg/dl, and was addressed with a correction bolus after loading a new cartridge onto the pump. Although requested by tandem technical support, the customer declined to upload the pump data logs for a review of the reported event to be performed.